Manufacturer narrative:
Date of event estimated. As a result, a device history record was performed to review and confirm the sterility of the lead(s). Based on the documents reviewed, the source of the infection remains unknown.

Manufacturer narrative:
Date of event estimated.

Event description:
It was reported that the patient had an infection at the left sub-orbital lead. Surgical intervention took place where the system was explanted, and the patient was given antibiotics to address the issue. The manufacture representative will not be receiving further updates regarding the infection, and it is unknown if the infection has resolved at this time.